Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead had a physical damaged in the insulation and lead body. The physician attempted to extract the lead through a laser, however, the body lead was torn. This lead was surgically abandoned. No additional adverse patient effects were reported.